Event description:
It was reported that a patient presented with low back and bilateral gluteal pain approximately 18 months post-op from an l3-s1 posterior fusion. The patient was taking pain medication. A subsequent CT scan showed lucency and some movement around the screws at s1, with partial to near-complete healing as well as grade 1 retrospondylolisthesis at l2-3 of 5mm. A revision surgery was performed where one of the screws at s1 was found to have fractured at the neck and the second screw at s1 was found to be loose in the bone along with pseudoarthrosis at l5-s1. Both the s1 screws were removed and replaced with larger diameter screws. The surgeon also extended the construct to l2 for the adjacent disc degeneration. This is report two of two for this event.

Manufacturer narrative:
H6: additional method code: 4110. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, an x-ray image was provided which shows a screw has fractured, but it could not be confirmed that the other screw had loosened in the bone. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient presented with low back and bilateral gluteal pain approximately 18 months post-op from an l3-s1 posterior fusion. The patient was taking pain medication. A subsequent CT scan showed lucency and some movement around the screws at s1, with partial to near-complete healing as well as grade 1 retrospondylolisthesis at l2-3 of 5mm. A revision surgery was performed where one of the screws at s1 was found to have fractured at the neck and the second screw at s1 was found to be loose in the bone along with pseudoarthrosis at l5-s1. Both the s1 screws were removed and replaced with larger diameter screws. The surgeon also extended the construct to l2 for the adjacent disc degeneration. This is report two of two for this event.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2025-00139.